Event description:
The pt received local anesthesia, an introducer and sheath dilator were placed into the vein. As the clinician attempted to thread the catheter she discovered it would not pass through the sheath and had to abandon the procedure.